Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l3-l5 lateral interbody fusion using rhbmp-2/acs on multiple levels with autograft and peek implants. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment". Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2005: patient was admitted. (B)(6) 2005: patient presented with preoperative diagnosis of failed laminectomy syndrome with internal disk disruption , radiculopathy and mechanical instability and underwent a 3 stage procedure, extracavitary approach for lateral interbody fusion, complete discectomy of l3-4 and l4-5 , partial vertebrectomy at l3,l4 using microscope micro-dissection technique, interbody fusion using peek implant at l3-4 and l4-5 with local bone source and bmas inducted at the l4-5 region. This was then secured with retractor after sequential dilatation carried out through psoas. Biplanar fluoroscopy was used to ascertain the appropriate trajectory. Lumbar diskectomy was then carried out. Cartilaginous end plates were then removed. The lateral portion of l5 body was removed for appropriate trajectory. Sequential dilatation was carried out. A 14 mm x 45 mm implant was placed after pre-packed bmp and local bone source. This was impacted in the space. Excellent distraction obtained. Table-mounted retractor was docked to the l3-4 disc space and opened. Diskectomy was then carried out. The overhang superior portion of the l3 body removed. This allowed for complete decompression. Cartilaginous endplates were removed and contralateral annulotomy was performed. Sequential dilatation was once again carried out. A 12 x 45 mm peek implant was chosen from the min invasive system, packed with bmp and local bone source and sunk in place. Excellent contraction and dissection of all skin maintained. Bi-planar fluoroscopy revealed excellent placement of grafts. Retractors were removed. The wound was closed in the usual sterile fashion. The patient was then placed in the supine position. Routine retroperitoneal incision was made after prepping and draping the patient . Self-retaining retractors were placed. Great vessels were exposed and dissected up superiorly and laterally. Self retaining retractors were placed. Discectomy was carried out. Once again, the overhanging area of ls was removed to allow for complete decompression. Microscope was used to assure complete decompression posteriorly annulotomy and the internal disc was removed. Sequential dilatation was carried out. A 18-mm structure placed. This was then reamed and 26 x 18 mm cages were placed and impacted with bmp and local bone source. This was done with intraoperative fluoroscopy. Retractors were removed. The wound was then closed in the usual sterile fashion. The patient was then placed in prone position on jackson table. A midline incision was made. This was taken sharply down the fascia. Routine periosteal discectomy was carried out on the right side. Dissection was carried out on the right side. This was taken out towards the transverse process sacroiliac region and transverse process. Facetectomy was carried out partially at l3-4, l4-5, and l5-s1. Foraminotomy was done under the intraoperative magnification microscope. Probing revealed excellent decompression on t he neural elements. Pedicle screws were then placed under fluoroscopy of l3, 4, 5, and s1. This was secured in the usual fashion using titanium rod bent to contour the spine. High-speed drill was used to decorticate the transverse process in the sacroiliac region. The bone from the decompression was morselized, mixed with demineralized bone mix and allograft and laid over these areas. Copious amount of irrigation was instilled in the wound. All return was clear. The wound was closed in the usual sterile fashion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.